Event description:
During a clinic follow-up, episodes of noise resulting in myopotential oversensing were observed on the right ventricular (rv) lead. Provocative testing was performed and the noise was able to be reproduced. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.